Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and impedance one day post implant. It was later reported that the patient experienced a fall at home and was admitted to the hospital. The lead was checked again, and the impedance was no longer observed, and the thresholds had changed across many vectors. It was also noted that the patient experienced diaphragmatic stimulation. The lead was suspected to have shifted from the original implant site. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.